Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor pins were found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor pins were found to be damaged. The force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection occurred which was not duplicated during evaluation.